Manufacturer narrative:
Product complaint # (B)(4). Pc: surgical intervention. (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The posterior spine fusion surgery was performed on (B)(6) 2019 to fix th4-sai by implanting expedium system due to adult spinal deformity. After the surgery on (B)(6) 2019, the patient complained the pain. Thus, the surgeon examined the condition of the fixation under x-ray, and found that th4 left screw was back out, and 6 of set screws implanted at th5 left-th11 left excluding th6 (please see attached x-ray image photos) were also back out. Then, the revision surgery was performed on (B)(6) 2019 to replace the rod from cocr (p/n and lot number were unknown) to ti (p/n and lot number were unknown), newly implanted the hook (p/n and lot number were unknown) at th4, and not revised the screw. After the revision surgery, the surgeon checked the x-ray image taken on (B)(6) 2019, and the surgeon found that the set screws have already started loosening (no x-ray photo is available). No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # ==> (B)(4). UDI: (B)(4). Visual examination of the setscrew revealed signs of operative use as evidence by superficial markings. The returned set screw does not feature witness marks. Typically, set screw witness marks are light, symmetrical marks on opposing sides of the bottom of the set screw that start as a sweeping scuff mark across its face and end in an indent. The returned set screws does not feature such markings. The set screw may have not been properly tightened down on top of the associated rod. This may have permitted the setscrew to become loose. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the set screws loosening could not be determined by the sample or information provided. A potential root cause may be the set screw not being correctly tightened down onto the rod properly. This may have permitted the setscrew to become loose. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.